Event description:
Event description guidant received information from the patient that after being in service for 3.5 years, this pacemaker's battery is not working to full capacity, and that one of the leads has detached from the device. It was noted that a device replacement procedure has been planned to address these issues.